Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 90% stenosed and severely calcified lesion was located in the moderately tortuous vein side of a shunt. A 6.0mmx20mmx40cm sterling balloon catheter was used. Upon first inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complication were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4).